Event description:
It was alleged that the device did not work during a procedure and no back-up device was available. No patient injury or other complications were reported.

Manufacturer narrative:
Functional evaluation revealed that the returned device performed as intended; therefore, the complaint could not be verified and the root cause could not be determined with confidence. A potential factor unrelated to the manufacture or design of the device which could have contributed to the reported event includes a loose cable connection between the foot control and the controller. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.